Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a journey guidewire. The guidewire shaft, bonds and tip were examined for any damage. The guidewire shaft was kinked badly to the point it was partially separated approximately 2.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip fracture occurred. A 185cm journey¿ guide wire was selected and advanced however, it was noted that the tip of the guide wire had partially detached and it looked like it was breaking off. The device was completely removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.